Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were implanted on the date of the call. When the patient lies down, he is feeling a strong surge at first. It has mellowed, but it is driving the patient bananas when the patient is lying down, and when the patient stands it goes away. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.